Event description:
The customer reported an event of extensive thrombosis with pulmonary embolism after removal of an icy catheter (lot unknown). The embolism was not noticed until the day after the catheter was removed. The thrombosis was discovered after a pulmonary embolism was visualized on the ultrasound. The catheter had a dwell time of 3 days. The catheter was smoothly inserted on the first attempt by an experienced practitioner into the right femoral vein of a 50-year-old, 75 kg, male patient. The patient was hospitalized for febrile infection at high outdoor temperatures. He had a fever and temperature of 39.5°c at the start of therapy. No alarms were displayed on the thermogard xp ivtm system. Blood coagulopathy results prior to initiation of ivtm therapy are not available. The patient was on a heparin perfuser with 450-600 i.u, which was started at the beginning of therapy. This is standard for tbi (traumatic brain injury) patients. The patient needed emergency lytic therapy due to the pulmonary embolism. The patient is in the high-risk category for dvt (deep vein thrombosis) due to immobility, ventilation, and infection. The patient was on catecholamines, sedatives, heparin during the ICU stay and has a history of high-grade mitral valve regurgitation. There was no other cvc placement prior to the insertion of the icy catheter. The patient is currently in stable condition.

Manufacturer narrative:
The icy catheter in the complaint was discarded by the customer and will not be returned for investigation. Since the device was not returned, an investigation could not be performed by zoll, and a root cause could not be determined. The event of thrombosis with pulmonary embolism was assessed as serious as it required medical intervention to prevent permanent impairment. The event was assessed as probably related to the zoll catheter due to the relevant timing of dvt and pe as concurrent to the procedure. At the same time, the patient's clinical condition of critical illness and immobility possibly contributed to the development of the current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. The development of thrombus and pe is a common complication in such a patient population. Usually, patients who receive ivtm are in critical condition and usually in a high-risk category for dvt or pe due to immobility. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt and pe are anticipated events and could potentially occur with the usage of any catheter. The event is probably related to the device and not related to the procedure.